Event description:
A caller reported a malfunction on the pump, but no notable events occurred prior to the issue. The impact on the customer¿s blood glucose level was not disclosed. Tandem technical support decided to replace the pump, advising the caller on using multiple daily injections as a backup insulin therapy. Instructions for the return of the defective pump and setup of the replacement pump were provided. The new pump would include updated software, and the caller understood all instructions given.